Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was unknown. The consumer reported that they all wear masks and gloves. The patient was still in the hospital and recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894022 and gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).